Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep via the healthcare professional: the physician¿s office reports device was removed by another physician in the group, and the device will not be returned. Patient's weight was last recorded at 125 lbs.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. The rep stated that charging issues started recently in which recharger will connect to ins and flash excellent but then go back to searching for ins. Caller nor the patient has seen any error codes or messages. Caller stated in office right now, the ins is charging with excellent connection and they are using the belt. Caller stated ap x-ray was taken and they do not see the radiopaque etching on the ins and inquired if that means it's flipped. Ts (tech support) reviewed that if ins was placed with radiopaque identifier facing outward, it should be visible on ap x-ray. Ts suggested looking at how the lead is exiting the header block as it should be coming out laterally/away from the spine, but caller couldn't tell on the x-ray. Ts reviewed that a flipped ins should still charge but if it has flipped, then it may have potential to move more freely, and different positions could cause issues with recharging. Caller believed a new pocket was made when 3058 was replaced by 97810. While on the call, the ins continued to charge with excellent connection. On december 2nd the rep reported they had to remove the device yesterday due to what the physician believed to be an infection.